Event description:
It was reported by the pt's daughter-in-law, that post a coronary drug eluting stenting treatment procedure, there was "blockage of the stent." Additional info was obtained from procedure notes. The initial procedure occurred in 2006. At that time, the pt presented with recent onset angina and a positive stress test. Angiography revealed that the entire proximal and mid left anterior descending (lad) artery was diffusely stenotic with a focal 90% stenosis in the mid lad. The lesion was pre-dilated with a 2.0x9mm maverick balloon and then stented with a taxus express2 3.0x12mm drug eluting stent. Excellent results were obtained with 0% residual stenosis and no dissection present. No pt injuries or complications occurred. Medications used during this procedure include; fentanyl, heparin, integrilin, nitroglycerin and versed. Plavix was prescribed for 12 months post procedure as well as beta blocker, ace inhibitor, statin and aspirin for lifelong use. Fifteen months post procedure the pt presented again with increasing chest pain and was found to have 90% stenosis at the proximal margin of the previously placed mid lad stent. The restenosis was treated by placing a 2.5x13mm non bsc stent, which was post dilated with a 2.75x8mm balloon. Final angiography revealed 0% stenosis, no dissection and timi 3 flow. Medications used during this procedure include; fentanyl, versed, heparin, nitroglycerin and atropine. No pt injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.